Event description:
Procedure: laparoscopy. According to the reporter: the reporting person said, the tweezers stopped working after an hour of opening, even after calling several times to collect the product was observed that one of the tip of tweezers had broken. The tweezers was exchanged. There was no permanent damage. The surgical time was extended.

Manufacturer narrative:
(B)(4).